Event description:
International affiliate reported that a reservoir was used following hip replacement in 2005. The device was discontinued four days post-op and pt was discharged 18 days later. Twenty five days later the pt complained of pain the hip and developed nausea and vomiting the following day. The pt subsequently expired two days later. No autopsy was performed and no cultures were taken.